Event description:
It was reported that the right atrial (ra) lead had undersensing, oversensing and no capture. After the lead was explanted, it was noted that there was a cut with wire protrusion. During the implant attempt, the new ra lead could not be placed due to an inability to secure it in a stable position. The lead was not implanted and a single chamber device was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found; however, all conductors had blood/body fluid (not obstructed). The outer insulation had a cosmetic cut, cosmetic depression, and cosmetic environmental stress cracking.